Event description:
It was reported that the patient underwent a two-level tlif at l3-l5 using vertebral body spacers/rhbmp-2/acs supplemrnted with posterior fixation insrtumentaion. Approximately 2 weeks post-op, the patient began experiencing increased low back pain. Approximately one month post-op, the patient underwent exploratory surgery to irrigate and debride fluid collections at l3-4 and l4-5, and the impinged neural elements were decompressed at both levels. The patient subsequently has been reported to have recovered well, with no recurrence of the fluid collections, and at approximately 6 months post-op demonstrated radiographic signs or arthrodesis at both operative levels.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.